Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the hearststart xl+ defibrillator indicating that the external paddles connector had became lose. The rse evaluated the device remotely and determined that the device was fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue could not be verified. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.